Event description:
It was reported that patient underwent a surgical procedure to replace his inflatable penile prosthesis (ipp) device due to leak in reservoir tubing. A new ipp was implanted. No information about the patient outcome is available at the moment. Additional information was requested, however, no further information is available.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed (or not confirmed) via product analysis. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that patient underwent a surgical procedure to replace his inflatable penile prosthesis (ipp) device due to leak in reservoir tubing. A new ipp was implanted. No information about the patient outcome is available at the moment. Additional information was requested, however, no further information is available.